Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that clear plastic piece on the top of the reservoir was broken. The customer¿s blood glucose level was unknown at the time of incident. Customer also reported that insulin pump received repetitively calibration not accepted and sensor updating. The insulin pump will be returned for analysis.